Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection, gastric perforation and pneumoperitoneum are a known complications of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. As per the patient's husband, the patient experienced severe abdominal pain post procedure and acquired a stoma infection. No treatment for the infection was reported. The peg tube disconnected and retracted into the peritoneal cavity with associated pneumoperitoneum. On (B)(6) 2025, the laparoscopic repair of a gastric perforation on the anterior stomach wall and a gastroscopy for the removal of the peg tube was closed in layers with omental patch. The peg tube was discarded.